Event description:
Ous MDR - an insulation defect directly at the connector plug was detected during an ICD exchange. It is suspected that the damage was caused by the extreme lead position in the pocket (compressed + kinked). There were no adverse patient effects reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. Damage to the insulation near the connector pin was noted, which is also mentioned in the complaint and is probably a result of the lead being wound too tight around the generator. The visual check of the lead also showed damage to the insulation by cuts, which are probably a result of the explantation process. The detected slight and superficial sign of abrasion at several sites of the lead do not constitute an impairment of the electrical insulation of the lead. There were no indications of material defects or manufacturing errors.